Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown bluetooth or sensor issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were unable to restore the connection. The reported event of an unknown bluetooth or sensor issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.